Event description:
It was reported that the user discovered a cracked screen on the ilet and was unable to unlock the device. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no alarms. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed device damage to the display consistent with a broken or cracked screen, which impeded normal device operation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing.